Manufacturer narrative:
As of 01/30/2020 returned product and retained samples were submitted to the lab for testing with no defects noted. In addition, aso reviewed records of biocompatibility tests. Refer to section b.6 of this report for further details.

Event description:
Consumer stated that product created a burn on her skin when applied after a surgery. Consumer stated that medical attention was sought.